Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned pacemaker data were inspected. The inspection revealed that the clinical observation resulted from a corrupted memory, which temporarily altered the pacing rate. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. Prior to this self-check, the performed reinitialization repaired the memory content. The data obtained after the reinitialization indicate a normal device behavior. In summary, the device was not returned for analysis. The review of the quality documents does not indicate a hardware malfunction. The analysis of the returned device data revealed that the clinical observation resulted from a memory corruption which was repaired during the reinitialization. The root cause of the memory corruption was not determinable based on the information available for analysis. However, it is likely that external influences such as strong electromagnetic fields led to this observation.

Event description:
It was reported that approximately 16 months after the implantation the patient was admitted to the hospital due to suspicion of ventricular tachycardia. The interrogation showed a ventricular paced rhythm at 150-160 ppm despite the programmed settings of vvi at 60 ppm. A memory dump and re-initialization was performed, resulting in apparently normal device function. It was decided to report this event after evaluation of provided device memory data. The device remains implanted.